Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. There were no other faults found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hysteroscope's eyepiece was cracked. It is unknown when the issue was found but the procedure in question was therapeutic. The intended procedure was completed with a similar device. There were no reports of patient harm.